Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 220 and 156mg/dl. The expected fasting blood glucose test result range is 98-100mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call, a back to back blood test was performed by the customer and produced test results of 157mg/dl non-fasting using meter. The test strip lot manufacturer¿s expiration date is 12/31/2020 and open vial date is 8/14/2019. The meter memory was reviewed for previous test result history. (B)(6).